Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the subject meter read inaccurately high when comparing the results to the user's normal feelings or normal readings. The issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Although such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy, the control solution testing during troubleshooting is failed. Therefore, this complaint cannot be ruled-out as malfunction.